Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I wanted to alert you to an issue one of our units reported with bd autoguard insyte IV catheter 20g lot# 4219468. We have had 2 incidents where the needle did not retract when the safety was activated. The second attempt was on a mannequin arm, so we were able to preserve the device to send back to bd is needed. 2/13/2025 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event whether both incidents happened on the same date? It was not the same date, I believe it was noted with patient use the day prior and then tested on a mannequin arm and found to have the same issue.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 200 20gx1.16in insyte autoguard bc devices from lot number 4219468. A sampling of 20 units were randomly selected for testing. Your report that the needle did not retract could not be confirmed from the 20g insyte autoguard bc devices that were received. A functional test showed that the needle fully retracted within the safety shield and the retraction time was within specification. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.